Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn a t this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for ketones and diabetes ketoacidosis. The blood glucose reading was 493 mg/dl. The mother stated that the customer was nauseated and vomiting prior to his hospitalization. Troubleshooting was performed. Reviewed all the programming and it was accurate. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and passed. No further information was provided.